Event description:
It was reported that balloon rupture occurred. The target lesion was located in coronary artery. A 5.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the second inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient condition was good post procedure.